Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.

Manufacturer narrative:
(B)(4). Residual mean gradient may be higher in a ¿thv-in-failing bioprosthesis¿ configuration than that observed following implantation of the valve inside a native aortic annulus using the same size device. Patients with elevated mean gradient post procedure should be carefully followed. It is important that the manufacturer, model and size of the preexisting bioprosthetic valve be determined, so that the appropriate valve can be implanted and a prosthesis-patient mismatch be avoided. Additionally, pre-procedure imaging modalities must be employed to make as accurate a determination of the inner diameter as possible. Per the training manual, sapien 3 thv implanted within surgical bioprosthesis may have higher transvalvular gradients and lower effective orifice areas than when a thv is placed in a native annulus.  Related to pre-procedural sizing, 1) the bioprosthesis internal dimensions, not labeled valve size, defines the size of the thv that should be implanted. 2) multiple imaging modalities should be used to confirm bioprosthesis internal valve diameter. (I.e. Tee, MRI and CT).  Exact volume required to deploy the thv may vary depending on the bioprosthetic valve orifice size. Do not exceed the rated burst pressure. Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the high gradient was caused by inability to fully expand the thv inside the mitroflow valve. The central regurgitation was created during the ¿cracking¿ procedure performed by the physician, most likely damaging the transcatheter leaflets in the process. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, the patient had previously received the 20mm sapien 3 valve in a valve in valve procedure within a 21mm mitroflow approximately 3 years ago. Mean gradient immediately post valve-in-valve procedure was 45mmhg. The patient was put on coumadin and at the one month follow-up the mean gradient was 38mmhg. The decision was made to perform a valve cracking procedure to expand the eoa and decrease the gradient. The mean gradient prior to valve cracking was 38mmhg. During the valve cracking procedure there was moderate to severe ai post balloon deflation, requiring emergent valve in valve placement and a 20mm sapien 3 valve was implanted.